Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device, in conjunction with the generator, performed an inadequate seal. There was no re-grasp alert although an end tone was heard and there was evidence of energy delivery. The first few activations resulted in bleeding around the omentum of the stomach. As the procedure continued, the device seemed to work better but ultimately the patient presented with severe blood loss symptoms, tachycardia, dizziness, low urine output, low blood pressure, and poor coloring in post-op. The bleeding occured a couple of hours later in recovery. The patient was able to auto-regulate and bleeding stopped.